Manufacturer narrative:
Date of event was reported as "maybe (B)(4) months ago".

Event description:
Information received from the patient reported that the stimulation from their implantable neurostimulator (ins) was only working on one side. They stated that it was supposed to work all the way across their lower back. The patient reported that they had 3 manufacturer's representatives try to "tweek" it several times. The patient had a revision performed on friday ((B)(6) 2016?) And thought that that they had to "move the wires". There were no falls or trauma reported related to the issue. The indication for use for the implanted device was noted spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.